Manufacturer narrative:
H3: product analysis of product: (B)(4), lot: h6051622 visual and microscopic examination confirmed that the lip on the tulip head of the screw was broken. This is consistent with misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number 55840027540t with 510(k)# k152604 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that upon placing a rod and set screw the physician encountered a difficulty inserting a set screw in the screw tulip as screw tulip lip was damaged. The screw was removed by the physician using a k-wire and replaced with another fns screw for completion of surgery. There were no patient symptoms reported. There were no further complications reported regarding the event.